Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As indicated in the clinical review of the x-rays that have been provided, the plate is evidently broken over the fracture line.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code: hwc. A manufacturing evaluation was performed. The breakage of the locking compression plate (lcp) occurred unilateral at the seventh combination plate hole (occupied by a screw) close to the area of the bone fracture. Scanning electron microscopy observations show that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Dimensions were found to be in compliance with the technical drawings and ao/asif specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had an operation on (B)(6) 2013. On an unknown date the patient was walking with the crutches from the bedroom to bathroom and felt a tear and pain. As a result the patient could not walk and then went to the clinic and was placed into a cast. The patient wrote a letter to the surgeon that was accompanied by two x-rays requesting the product guarantee. The previous doctor was unsuccessfully contacted at the time of receipt. There has not been a scheduled revision surgery to date. The patients fracture still has not healed properly. This report is for 1 of 3 complaint (B)(4).